Event description:
It was reported that the patient experienced pain, redness and swelling at the pocket area. The physician confirmed that a scab was observed on the device pocket area. Upon further examination, a non-absorbable suture remained, which is suspected to be the cause, but the possibility of infection could not be completely ruled out. The suture was removed and the implantable pulse generator (ipg) system remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product 5054 lead implanted date (B)(6) 2002. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.